Manufacturer narrative:
Approximate age of device - 1 year, 11 months (calculated from the date when the mobile power unit was issued to the patient). The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a log file review by the manufacturer's technical service representative, a no external power alarm was observed. The event occurred while the ad system was connected to a mobile power unit (mpu). This event potentially may have occurred due to the power cord coming loose from the back of the mpu. Additional information regarding the event was requested but was not provided.

Manufacturer narrative:
Evaluation of the submitted log file confirmed a no external power alarm while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. A no external power event was captured (B)(6) 2018. At this time, the rsoc dropped from the expected ~12v down to ~3.2v and then to 0 v in approximately 30 seconds, activating the no external power alarm. This no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. The system operated on the backup battery (ebb) during this event. The pump operated above the low speed limit for the duration on the log file. The mobile power unit was not returned for analysis and remains in use. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.